Event description:
At about 4 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. Primary was a revision of competitor components.

Manufacturer narrative:
Batch review performed on 13 december 2023 lot 1904803: (B)(4) items manufactured and released on 03-july-2019. Expiration date: 2024-06-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.